Event description:
It was reported that the customer noticed the urgent medical device safety notice when she was looking for insulin pump supplies. The customer was advised about the scroll wrap safety notice and decided she would like her name on the list for the new insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).